Manufacturer narrative:
Investigation summary: one sample was received. The plunger rod- rubber stopper is at 4.5ml. It was tested for sustaining force giving 18.6n. The product specification for sustaining force is <20n, therefore failure mode is not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot# 9017726 for the same defect or symptom. There was no documentation of issues for the complaint of batch 9017726 during the production run. Root cause description: undetermined.

Event description:
It was reported that difficult plunger movement occurred with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "the nurse could push the plunger a little and then it would just stop. It would only dispense about 5ml and then the pressure would build up and she could not push the plunger any more".